Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy syndrome. The hcp reported that the patient¿s system was non-functioning. The hcp reported that the patient indicated that the therapy was off. The hcp reported that the patient was getting the implant removed on (B)(6) 2018. No further complications were reported.